Event description:
Customer's family member reported customer was hospitalized for low blood glucose. Troubleshooting performed and pump appeared to be functioning as designed. Suggested customer call md to discuss possible causes of low blood glucose. Family member stated md insists that the pump be replaced.